Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of set severing at the base of blue component could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd intervascular administration set experienced leakage. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown severed at the base of the blue component that goes into the pump. This occurred after the tubing was primed and just hanging from a hook waiting to be initiated. It was not put into the pump. For the event that you reported this morning, the defective product and packaging was discarded. Can you please provide this event date? -(B)(6)2020.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intervascular administration set experienced leakage. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. Severed at the base of the blue component that goes into the pump. This occurred after the tubing was primed and just hanging from a hook waiting to be initiated. It was not put into the pump. For the event that you reported this morning, the defective product and packaging was discarded. Can you please provide this event date? (B)(6) 2020.